Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 5 and 24 hours. When removed from the infusion site, the pod's cannula was found bent. As treatment, a bolus was administered and the pod was replaced.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported bent cannula. Lot release records were reviewed and the product lot met all acceptance criteria.